Event description:
This procedure is part of create pas: following post-dilitation, the patient developed slurred speech with left-sided facial droop, left sided hemiparesis, and partial gaze palsy. CT scan was negative. The patient was evaluated by neurology and the symptoms resolved within 4 hours. Please reference MDR 2183870-2013-00073 for the protege rx used in this procedure.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.